Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all multiple patients were not crossing. A technical support specialist (tss) dialed into the server, then checked the patient details from electronic protected health information (ephi) in patient encounter system (pes) but no details of patient were found. Then checked patient identifier (ID) in patient cast query from sql server management studio (ssms) and confirmed that the patient was admitted at 11:37am on 12/5 and discharged at 17:57pm on 12/5. The customer did not respond to several follow ups done by tss hence the case was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patient orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.